Event description:
As the physician was trying to cross the 3.0 x 20mm type c, calcified, proximal-mid left anterior descending lesion the hub completely came off the end of the catheter. The physician struggled to deliver the stent. The stent was not deployed. It was removed by pulling the catheter out by hand. To complete the procedure a 3.0 x 33mm cypher stent was deployed at 12 atms.

Manufacturer narrative:
This complaint was received about a hub separation that occurred during an intervention. The lesion was in a 3.0 vessel and it was 20mm long. It was a type c lesion that was calcified and located in the proximal to mid left anterior descending (lad). The lesion was pre-dilated with a 3.0 mm balloon at 18 atms and the physician struggled to get the stent into the lesion. He was almost into the lesion when the hub separated from the rest of the unit during the final placement. The device was removed from the patient and another 3.0 x 33mm cypher stent was successfully deployed at 12 atms. The safety and effectiveness of placing a cypher stent in a lesion that may not allow complete balloon expansion hasnot been proven. The instruction for use indicates that if resistance is felt the system should be removed as a unit. There are possible lesion and procedural factors impacting this event. The product was not returned for analysis. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the failure reported by the customer could not be conclusively determined. A review of the monthly trend of complaints per catalog/lot number, revealed that there is no significant trend of this catalog and/or lot number.